Event description:
It was reported that it is taking longer for the patient to charge and generates anxiety. Previously it was below 30 minutes and now it takes well over an 1 hour. No symptoms reported. A replacement was sent. Issue was resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. H3: analysis of the recharger/desktop charger (dtc) found the complaint was confirmed. There were broken/bent recharger adapter port pins, broken power supply connector (defective recharger to adapter cable), broken/cut/fraying recharger adapter cables with inside cables exposed, and the recharger adapter was missing. The device did not charge the implant properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.